Manufacturer narrative:
Manufacturing investigation was completed for part number 472.401s. Visual inspection and drawing review were performed as part of this investigation. As received condition of the device: pfna nail is broken on distal hole for bolt. Around the broken field/outer diameter, shows damage of drill bits. Dimension: the complete broken nail was sent back for evaluation. The relevant dimensions at the fracture zone of the nail were checked and found to be in compliance with the technical drawings and specification. Material: the examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specification and with the international standard for tan (wrought titanium 6-aluminium 7-niobium alloy). The fracture face is homogenous, which indicates material conformity. No manufacturing related defects could be detected. The pfna nail was broken on distal hole for bolt. Round the broken field / outer diameter shows damage of drill bits. The cross section of the broken surface shows no irregularities. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. We can only assume that the pfna - nail (area of distal hole) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. Complaint is disposed as confirmed due to evidence that nail is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. Device history record review ¿ correct manufacturing date is dec 15, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Date of event: unknown. Additional device product code is hwc. (B)(4). The complaint device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the complaint device lot. The device lot was manufactured at synthes (B)(4). Manufacturing date: dec 15, 2016. Expiration date: dec 01, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 to address a broken proximal femoral nail antirotation (pfna). The nail was initially implanted on (B)(6) 2016 and broke at the distal hole for the associated bolt approximately four weeks postoperatively. The phna and associated hardware were removed during the (B)(6) 2016 revision surgery. It is not known if the patient was revised with new implants. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: pfna blade (part: 04.027.032s / lot: 9857527 / quantity: 1) and locking bolt (part: 459.300 / lot: 5936629 / quantity: 1).